Event description:
It was later reported that the patient underwent surgery for a pocket revision. The battery was not replaced, and diagnostics were within normal limits.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient was scheduled for a pocket revision as there is suspicion that the lead may be knotted or scarred in a position causing immobility. The patient last had a battery replacement in (B)(6) 2022 and it is working appropriately. Patient has experienced discomfort around the battery and lead and has noticed a pulling sensation whenever he moves his neck. The physician notes that there is palpable tension along with path of the lead when the patient extends and rotates their neck. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.